Manufacturer narrative:
An event regarding setting time involving simplex with tobramycin bone cement was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: chr review confirmed four other similar events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Rep reported a left knee surgery usisng a mako device. Explained there was a cement issue not mixing properly, not sure if it was the vacuum, mixer or cement. Delay of 10 minutes, no consequece to patient. Cement not being returned. Other devices to be returned.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Rep reported a left knee surgery using a mako device. Explained there was a cement issue not mixing properly, not sure if it was the vacuum, mixer or cement. Delay of 10 minutes, no consequence to patient. Cement not being returned. Other devices to be returned.